Manufacturer narrative:
Findings: unit received with intermittent buttons due to moisture damage at keypad traces. No button error alarms noted. Unit received with cracked case at display window corners. Unit received with minor scratched lcd window. Unit received with stained end cap sticker. (B)(4).

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was unknown at the time of the call. The customer sent the product back for analysis.